Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure and bent cannula reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 36 and 48 hours hours on the arm. It was discovered that the pink slide insert did not move into the viewing window and when removed the pod's cannula was found to be dislodged and leaking insulin. As treatment, a new pod was applied.